Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age/weight characteristics is male/65 years old/63 kgs. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿post-ablation cerebral embolisms in balloon-based atrial fibrillation ablation with periprocedural direct oral anticoagulants: a comparison between cryoballoon and hotballoon ablation.¿ journal of cardiovascular electrophysiology. 2018. Published online. Doi: 10.1111/jce.13762. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during the use of a cryoballoon catheter: there was one (1) patient who experienced cardiac tamponade which required surgical repair. There was also one (1) patient with pericardial effusion, of which did not require any treatment. One (1) patient had a ¿pectineal muscle hematoma,¿ with unknown treatment/resolution. There were 16 patients who experienced ¿silent cerebral lesions, four (4) developed into ¿chronic cerebral infarcts¿ and eleven (11) disappeared. Three (3) patients had access site bleeding with unknown treatment/resolution. There was balloon massaging referenced in the article; prior to the insertion of the balloon catheter into the sheath. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/manufacturer/method. The status/location of the cryoballoon catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.